Manufacturer narrative:
Unit passed displacement test and selftest. However, unable to upload/download due to problem isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was unable to upload, download. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.